Manufacturer narrative:
Proact pas study subject #(B)(6).

Event description:
Gross hematuria. Began passing clots on (B)(6). Straight cath in ER. Hours later returned to ER where cbi completed and foley cath placed.